Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "small nodules, of rubber consistence, mobile" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event as follows: undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): ¿ induration or nodules at the injection site."

Event description:
Healthcare professional reported patient was injected by another physician to the dark circles and right and left lower eyelids with 2 syringes of juvéderm® voluma¿ with lidocaine, to the nasolabial folds with 2 syringes of juvéderm® volift¿ with lidocaine, and to the ¿subjungal area (lower eyelids)¿ with 1 syringe of juvéderm® volbella¿ with lidocaine. In addition, patient was injected to the malar area, nasogenian folds, and mento with juvéderm® volift¿ with lidocaine and juvéderm® voluma¿ with lidocaine. Patient was injected with ¿botox® on superior third of face, three times during the last months.¿ on a recent consultation approximately one year and nine months after the initial filler injections patient ¿complained about small nodules, of rubber consistence, mobile, painless, without phologistic signals, on central inferior eyelids, to the left and to the right¿ that are visible on frontal position, but more prominent on wide smile. Patient has declined treatment and nodules are ¿palpable and stable, maintaining the same characteristics described in the initial report.¿ this is the same event and the same patient reported under MDR ID #3005113652-2016-00633 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine, also a device manufactured by allergan.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected by another physician to the dark circles and right and left lower eyelids with 2 syringes of juvéderm® voluma¿ with lidocaine, to the nasolabial folds with 2 syringes of juvéderm® volift¿ with lidocaine, and to the ¿subjungal area (lower eyelids)¿ with 1 syringe of juvéderm® volbella¿ with lidocaine. In addition, patient was injected to the malar area, nasogenian folds, and mento with juvéderm® volift¿ with lidocaine and juvéderm® voluma¿ with lidocaine. Patient was injected with ¿botox® on superior third of face, three times during the last months.¿ on a recent consultation approximately one year and nine months after the initial filler injections patient ¿complained about small nodules, of rubber consistence, mobile, painless, without phologistic signals, on central inferior eyelids, to the left and to the right¿ that are visible on frontal position, but more prominent on wide smile. Patient has declined treatment and nodules are ¿palpable and stable, maintaining the same characteristics described in the initial report.¿ this is the same event and the same patient reported under MDR ID #3005113652-2016-00633 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine, also a device manufactured by allergan.